Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, a transparent plastic piece was allegedly found. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: six encor probes were received for evaluation, five sealed lot samples and one original sample. The original probe was received with the alleged transparent plastic piece affixed to one sticky note paper sealed within a tyvek package. No visual anomalies were noted to the original probe or sealed lot samples. Each probe was visually inspected thoroughly prior to functional testing. No transparent plastic was identified during visual or functional testing of the returned sealed lot samples. Additionally, the received transparent plastic piece was examined via ftir spectroscopy and determined the material to be of polyethylene. However, it is unknown how the polyethylene material come to be within the probe. Therefore, the investigation is inconclusive for the reported foreign material issue as the received transparent plastic was identified to be of polyethylene material however unknown when it came to be within the probe and no transparent plastic was identified within the returned sealed lot samples. A definitive root cause for the reported transparent plastic found within the sample aperture could not be determined based upon the provided information. The ftir spectra analysis concluded the transparent plastic piece to be of polyethylene, however it is unknown how the transparent piece entered into the probe. H10: d4 (expiry date: 01/2020). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, a transparent plastic piece was allegedly found. There was no reported patient injury.